Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary water tube had foreign object inside. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: contact of the ultrasound plug unit cable was not good, the screen becomes noised and for the auxiliary water tube had foreign object inside was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported of noisy screen during inspection for use involving an olympus colonovideoscope. There was no patient involvement.